Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation, it has been confirmed that the accessory failed to meet its labeling specifications. There was no patient involvement. The root cause was determined to be an issue at the manufacturing/ packaging of the kit. The component (kit) was replaced. There was no patient or user harm.

Event description:
Different expiry dates on parts of bc8010 breathing circuit set. Expired items inside packaging of breathing circuit.